Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history review cannot be conducted as a serial number was not provided. A device history review (DHR) cannot be conducted as a serial number was not provided. Per the instructions for use, the user is advised not to bypass the warnings and precautions section. It contains warnings and precautions that must be thoroughly understood before operating any of the equipment. Lack of understanding or adherence to these warnings and precautions may result in injury or even death to the patient. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the pro6125, powerpro electric ii oscillator handpiece device was being used during a tka procedure on (B)(6) 2025 when it was reported was reported ¿during tka surgery, the patient went into cardiac arrest after the osteotomy was completed. He later recovered. No additional information was available from the hospital and the cause could not be determined.". Further assessment questioning found that there was no report of the device malfunctioning in any way. The procedure was completed without the use of an alternate device. There was no report of medical intervention for the patient. The current status of the patient was reported as ¿he later recovered and was transferred to another hospital¿. This report is being raised on the reported injury due to the patient going into cardiac arrest.